Event description:
"Autologous apheresis product in 3 cryocyte bags from one patient lot, leakage at the seam. Sample is available, it is used, and all viral markers are negative as confirmed by customer. Problem noted during thaw. Storage of cryocyte container is in vapor phase and storage was for 1 month. Patient did receive the product from 1 broken bag. There was no sterility test performed, but patient did receive additional antibiotics (augumentan 2g/day IV-x 18 days and afterwards tozobac - no dose, strength, or time frame given). Patient was not recollected or remobilized. Total cell close infused was 2.9 x 10^6/dg cd34 cells. The customer performed the cryopreservation of the cells for a hospital, so the whole processing was not done all on-site. Bags were filled with 59ml product, cryopreservation was performed inmetal cassettes, storage without cassettes, cryopreservation in controlled rate freezer."